Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that their ptm (personal therapy manager) was acting up and takes forever to deliver bolus. The patient stated they get a message to close the app or to wait and that it happens every time they deliver bolus and now get a message saying cannot find the communicator. The agent reviewed device function and assisted the patient to clear data and the patient was able to connect to their pump and saw their lockout screen.